Event description:
The customer contacted the flex company's customer service team for assistance after having some difficulty removing a disposable flex disc and was advised to seek medical assistance. This was the customer's first cycle using a menstrual disc and the disc had been inserted for 16 hours at time of removal. The customer stated that their treating provider utilized a speculum, experienced difficulty removing the device, and commented that the device was suctioned onto the cervix. The customer reported experiencing pain during removal and slight bruising following removal. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.